Event description:
Impella device read an error message of "controller failure: replace controller". Message did eventually clear, but per the impella rep, it was recommended to put the device out of service and use a back-up controller.